Event description:
It was reported when the patient presented for a routine follow-up, the device was in backup vvi. The device had been upgraded with the cybersecurity firmware prior to implant. A device download was performed successfully with the original firmware version. The patient was stable and asymptomatic during the device check and will be monitored routinely.

Manufacturer narrative:
The reported event of bvvi was confirmed. Device image indicated that device went into bvvi due to uncorrectable reset error. The device was tested on the bench and no anomalies were found. Reset error could not be reproduced. The cause of bvvi could not be determined.

Event description:
New information received states that the patient presented in clinic during follow-up in backup vvi. The device was explanted and replaced due to unresolved backup vvi status. The patient was stable before, during, and after the procedure.